Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1hj65, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare provider (hcp) for a clinical study reported that a patient with an implantable neurostimulator (ins) came into the office for a post operation visit complaining of pain over electrode on their left buttock area. It was radiating down the back of their leg. X-rays were done and showed proper lead placement, so the cause of the improper stimulation was unknown. If the patient turned stimulation down, the pain would go away, but they would not get a response. The lead was replaced on (B)(6) 2017 and was noted to be resolved without sequelae. The most recent programming prior to the event was noted to be on (B)(6) 2017. It was possibly related to the device or therapy and not related to the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1hj65 serial# implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.